Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account stated the architect i2000sr switches off immediately after switching on the analyzer and a burning odor was noticed. No visible smoke or fire was observed by the account. The field service representative discovered the lls board was damaged from overheating. No injury was reported.

Manufacturer narrative:
The field service engineer (fse) verified the customer's observation, in addition, the fse observed the system generated error code 3100 "contact with liquid was lost during aspiration for (pipettor assay) into (sh assay)". While troubleshooting the issue the fse discovered evidence of charring of the lls/pm bd with slope score feature (rohs). The part was replaced to resolve the issue. A review of the ticket history for the analyzer (sn (B)(4)) did not identify issues that may have contributed to the current complaint. There have been no further reports of smoke/burn/charring issues since the lls/pm bd with slope score feature (rohs) part was replaced. The architect system operations manual contains adequate information for troubleshooting the observed issue. The architect i2000sr service and support manual contained adequate information for the troubleshooting, removal, and replacement of the lls/pm bd with slope score feature (rohs). The charring was limited a small area on the board and did not spread to other areas of the instrument. No adverse trend for tickets and no other similar complaints with replacements of the lls/pm bd with slope score feature (rohs) was identified in the review period. No adverse trends of the architect i2000sr with regards to the current complaint issue were identified. Taken together, no product deficiency or systemic issue was identified.